Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a rectal cancer procedure a patient with a big tumor, very lowly situated and in narrow space. Surgeon used the device for the hartmann technique for the best solution. Everything went fine with placement, control and fire, the proximal anatomizes is fine, cutting line is fine, but the distal staple row was only 3/4 propelyr formed. The rest of staple line the staples was not formed properly. This made a hole in the staple line distal and the surgeon had to make a new sutured anastomose. The patient is fine.